Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The device is failing its self tests with the "remove & reinsert battery" prompt. There was no negative patient impact.

Manufacturer narrative:
(B)(4).